Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The medical device was not returned for analysis; therefore, a definitive root cause could not be determined. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. Based on the available information, the complaint was confirmed for a hematoma postoperatively. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A4: weight: requested, not provided d6b: explanted date: device was not explanted e3: occupation: ccl director. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: on (B)(6) 2025, a transcatheter aortic valve replacement (tavr) was performed via 6 french access, and the angio-seal deployment was successful. On (B)(6) 2026, a hematoma occurred and was treated via thrombin. The hematoma size was unknown. The blood loss was less than 250cc.